Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the picture did not allow the identification of any crack or specific defect on the impacted set. Without an actual sample, the reported internal leak air and cause could not be investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an ¿air in blood¿ alarm occurred twice on a polyflux 210h. A crack was observed on the side of the dialyzer with some condensation present at the top half. It was reported that the customer was unable to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.